Manufacturer narrative:
For the reported event, lot number was not provided. The sample was returned for evaluation. Self-activation was confirmed for the device. However, the investigation is unconfirmed for failure to fire. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1820. Biopsy instrument allegedly experienced failure to fire and self-activation. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.